Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: ml6566 and mmk086. A manufacturing record evaluation was performed for the finished device ml6566 number, and no non-conformances were identified. Expiration date: 09/30/2020. Date of mfg.: 10/16/2018. A manufacturing record evaluation was performed for the finished device mmk086 number, and no non-conformances were identified. Expiration date: 10/31/2020. Date of mfg.: 11/20/2018.

Event description:
It was reported that a patient underwent a spinal decompression surgery on (B)(6) 2019 and suture was used. The suture was broken at the 1st passing of the needle through the subcutis by continuous suturing. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/26/2019. H3 device evaluation summary: it was received for analysis two empty opened foils, a paper lid, a winding former with a suture piece partially dispensed and a needle suture piece of product code pdp968. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected; however, the end of the suture pieces were cut that appears to be by use of a surgical instrument and the extremes did match between them. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders.